Event description:
It was reported that the tip was broken during preparation. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 3.5-5.5 190cm filterwire ez was selected for carotid artery stenting (cas). However, it was noted that the tip of this device was broken during opening and preparation. The procedure was completed without any problems using another of the same device, and no patient complications were reported.